Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with failure code 16:336:936:0000 was discovered during product evaluation. No assignable cause could be provided for this condition and no repair was made. A service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Corrected data: the reported condition of a colleague infusion pump with failure code 16:336:936:0000 occurred on (B)(6) 2011, not on the originally reported date of (B)(6) 2011.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During product evaluation by baxter service personnel a colleague infusion pump experienced failure code 16:336:936:0000. This event interrupted delivery as the pump was being tested. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. The user interface module software version of this device is currently unknown.

Event description:
This device is an unremediated colleague pump with a user interface module software version of 5.04.00.